Manufacturer narrative:
The insulin pump was received with a64 alarm due to electrical component on the radio frequency board. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a radio frequency failed self test alarm on the insulin pump. Customer's blood glucose level was 181 mg/dl. Customer stated that she was in her daily routine and the pump started alarming. Customer stated that there was no bolus being delivered. Customer stated that her sensor is not working and had a lost sensor alarm about 2 hours before the radio frequency failed self test alarm. Customer was assisted with programming the time/date. Customer was advised to program a bolus into the air and the bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.